Event description:
Could not put any weight on the knee [weight bearing difficulty]. Began running a fever [pyrexia]. Worse pain in the treated knee [arthralgia]. Low platelet counts [platelet count decreased]. Case description: spontaneous report received on 08-jul-2009 from a patient designee regarding a female patient, whose relevant medical history included: knee pain, 1 prior series of synvisc injections, and idiopathic thrombocytopenic purpura. The patient received the first injection of her most recent course of synvisc injections into the knee in 2009. Starting on an unknown date after the injection, the patient experienced worse pain in the treated knee. She received her second synvisc injection into the knee one week later. In an unknown date after the second injection, the pain in the treated knee became so severe that she could not put any weight on the knee and she began running a fever. The patient was taken to the hospital via an ambulance and spent 2 or 3 days in the hospital. In addition, since the patient received the synvisc injections in 2009, she has had trouble with her platelet count going too low and not responding to corticosteroid treatment. Prior to receiving synvisc, the patient's low platelet counts have been controlled by taking short courses of prednisone therapy, 5-10mg. However, since receiving the synvisc injections, even 20-30 mg of prednisone has not increased the patient's low platelet counts. Starting at about 3 months later, the patient was switched to solu-medrol injections, however even 2 courses of solu-medrol therapy lasting 4-6 days each has not increased her platelet count. The patient did not receive the third injection of synvisc. As of the date of the report, the patient's problem with low platelet counts not being controlled with corticosteroid therapy continued, and the reporter believed that the patient's reaction in the treated knee had mostly resolved, but she was not completely sure of that. As of the date of receipt of this report, the patient outcome was not yet recovered. No further information was provided. Manufacturer's comment: the risk-benefit relationship if synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.